Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated there was a large crack on the backside of the pump (about 3 inches). The customer also reported that the pump had given false or unexplained no delivery alerts and experienced diminished battery life. The customer reported no adverse event. The event involved product(s) unk_disposables, mmt-1780kpk, and unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_disposables, mmt-1780kpk, and unomedical.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 3.0 received the lowbatteryalert (104) on 09/02/2025 17:53:00 after more than 7 days at 34.67 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to confirm the reason codes. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit also passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Pump was cut open to perform visual inspection, and moisture damage was found on pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customers allegations of low battery alarm or short battery life were not confirmed. Based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Customer allegations of no delivery alerts were not confirmed when no unexpected alarms were noted during testing. However, allegations of crack on the back of pump were confirmed when cracked case (battery tube) and battery tube threads cracked were noted. Additionally, unit was received with corroded battery tube. Due to moisture damage noted, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.